Event description:
It was reported that right ventricular lead impedance decreased from 800 ohms to 200 ohms over the last 6 months. The lead was removed from service. No patient complications have been reported as a result of this event.